Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was not able to fire. When surgeon tried to fire, after pushing blue button for firing process, it was stopped without no reason. Staples were not fired. So surgeon changed the handle and the reload to a new one then the surgeon could finish this procedure without any additional event. There was no patient injury.